Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain 4 of 5. The technical service representative (tsr) had the registered nurse (rn) check to see if the home patient (hp) was still connected and the connection was tight. There was air in the patient line. The hp did not disconnect. The tsr instructed to cycle the power to clear the alarm. The hp would complete therapy with manual supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.